Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Mps reported arm dropping when it gets into haptics. The surgeon was able to finish cutting the femur but with difficulty. He was able to cut the tibia fine but every time they went out and tried again the elbow dropped from cutting position in haptics. Surgery was completed robotically. Case type / application: tka. Side: left. Delay: under 5 min.

Event description:
Mps reported arm dropping when it gets into haptics. The surgeon was able to finish cutting the femur but with difficulty. He was able to cut the tibia fine but every time they went out and tried again the elbow dropped from cutting position in haptics. Surgery was completed robotically. Case type / application: tka. Side: left. Delay: under 5 min.

Manufacturer narrative:
Reported event. An event regarding incorrect gravity compensation involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: work performed: performed motor phasing, homing constants, gravity and kin-kal. Gravity seems much better. Informing mps and to be in touch to see if fixed it work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob1151 was inspected on 04/21/2020 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1151 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.